Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the hohmann-style arm 183mm broke during surgery. Surgical outcome is unknown. There was no patient consequence. This report captures the intra-operative event. The post-surgical event is captured under (B)(4). This report is for one (1) hohmann-style arm 183mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 398.752 , lot: 10-8208 , manufacturing site: selzach , supplier: (B)(4) , release to warehouse date: 06.dec.2010 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the device was received with the hooked arm detached from the hohmann-shape body because the laser weld between both components broke. The received condition agrees with the complaint description and therefore is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, or post-operative trauma. Dimensional inspection: proximal height tip was measured and is conforming per relevant drawing. Document/specification review a review of the current design drawing and the drawing revision at the time of manufacture was performed: top level and no issues were identified. Also note that the two potions are laser weld specified as per relevant drawing refers ¿laser welded around completely - functional seam, torque min. 5nm (torsion)¿. Material/hardness review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted investigation conclusion: while no definitive root cause could be determined it is possible that the age of the device (approx. 8 years) and any unintended forces encountered during usage or handling could have contributed to be complaint condition. During the investigation, no product design issues, manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Additional data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.